Event description:
It was reported that during a ureteroscopy procedure for urinary stone removal, the fiber made a popping sound and did not work. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Initially, this event was reported for the reported fiber break at the initial firing. However, additional information was received from the customer via good faith effort stating that the fiber did not present a physical break. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a ureteroscopy procedure for urinary stone removal, the fiber made a popping sound, and it broke at initial firing. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, h6 evaluation conclusion code initially, this event was reported for the reported fiber break at the initial firing. However, additional information was received from the customer via good faith effort stating that the fiber did not present a physical break. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a ureteroscopy procedure for urinary stone removal, the fiber made a popping sound and did not work. The procedure was completed with another device. There were no patient complications.